Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data was not current. A technical support specialist (tss) dialed into the server and ran a downtime query, identified that messages were not current. Restarted external messaging and all services, then reran the downtime query and confirmed messages were then current. The issue was resolved and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient data was not current. The customer stated that this malfunction occurred while dispensing medications to the patient, caused a delay to the patient care and the user managed to get medications from the different device. However, there were no adverse events or injuries reported based on this incident.